Manufacturer narrative:
An external insulation abrasion was noted 20.2 cm to 20.5 cm from the connector pin due to friction to device can. The etfe coating was intact at this/these locations.

Event description:
It was reported that the pacemaker-dependent patient presented in the operating room for a system replacement. Both the right ventricular lead and the right atrial leads were fractured and exhibited lead noise and high impedance. No loss of capture was reported. A replacement pacemaker system was implanted at the time of extraction. The patient was stable before and after the procedure.